Manufacturer narrative:
Service engineer was dispatched and evaluated the device. The service engineer replaced the carbon bridge to resolve the issue.

Event description:
The unicel dxc 600 pro synchron system generated false low calcium (calc) results from two patient samples. Controls (qc) were run prior to this incident. A review of qc data from a remote management system (rms) shows qc was low on (B)(6) 2015 and high on (B)(6) 2015. When qc was out, the customer performed recalibration and qc was back to normal. There was no impact to patient treatment. The customer did not question other analytes.